Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, a patient underwent a revision of their hip liner. No further information available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: implanted with a lateralized liner, and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
As reported, the patient presented for a follow-up. X-ray and cat scans revealed significant decentration of the prosthetic head and minor osteolysis in the acetabulum, signs of premature inlay wear. This was verified during an inlay exchange with a specially approved vit e-cured inlay. During the exchange surgery, in addition to exchanging the inlay, the firm integrity of the cup was determined, and the cysts in the cup bed were cured and sealed using hydroxyapatite + calcium (bone void filler), as well as the replacement of the prosthetic head.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d6a if any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.